Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to a loose acetabular cup with no in-growth, pain and a pseudotumor. The modular head, acetabular cup and taper adapter were removed and replaced.